Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The patient information is unknown, did v-p surgery on (B)(6) 2014. No abnormalities noted and the surgery went smoothly. After 5 days of the surgery, the surgeon noted the abdomen lumen was wrapped by omentum. The surgeon treated with antibiotics and adjusted the valve but still had same problem. Finally the surgeon changed a new valve to complete the surgery. The patient is in stable condition now.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 120mmh2o. The valve was visually inspected, no defects were noted. The valve was irrigated with purified water; no occlusion was noted. The catheters were irrigated with purified water; no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming. The valve programmed up to 180mmh2o, but would not program at 200mmh2o. The valve was then pressure tested, the valve passed the test up to 180mmh2o. The valve was dismantled and was examined under microscope at appropriate magnification and biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, cam mechanism pillar, and on the base plate. The cam magnets were also controlled. No defects were found. Review of the history device records confirmed the valve product code 82-3100, with lot cpdb5z, conformed to the specifications when released to stock on the 16th april 2013. The sterilization certificate conformed to the specification when released on the15th april 2013. The root cause of the problem is due to biological debris found within the device. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.